Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer changed the batteries and was unable to reset the date and time. The customer powered on the meter to 'see set with only the vertical lines of the numbers for the date and the dashes in between the numbers.' They performed a display check twice and saw a blank screen. The customer then let go of the 'I' button and saw 520 and the partial set date flash. Then the 'm' button was pressed and they were unable to read the result with the date still being partially displayed. It was noted that if the meter is turned almost vertical the customer can read the meter memory screen with the result but is unable to read the meter memory screen when the meter is laying flat. The display issue complained about could cause results to be misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination due to improper handling by the customer.